Event description:
It was reported during an in clinic follow up that the pacemaker exhibited premature battery depletion. The device will continue to be monitored. The patient was stable and asymptomatic.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.